Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted into the anatomy. However, it was observed the +/- knob was not turning and a cable break was suspected as the device was unable to curve or straighten. Therefore, the sgc was removed and replaced. The clip delivery system (cds) was inserted, but the leaflets were unable to be grasped as the physician felt the grippers were not lowering. The clip was removed and tested outside the anatomy. The clip arms were opened to 140 degrees, but the grippers only dropped to 120 degrees. No additional clips were attempted, and the procedure was discontinued. Mr remained at a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. The reported inability to grasp could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. The inability to grasp appears to be related to the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.